Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Healthcare professional additionally reported sight side capsular contracture, baker grade iii. This is for the right side device. The device remains implanted.

Event description:
Healthcare professional reported "right side rupture." Healthcare professional additionally reported sight side capsular contracture, baker grade iii. This is for the right side device. The device has been explanted.

Manufacturer narrative:
Continued: a.4., weight: 118.6 lbs. Visual analysis of the photographs identified: rupture: it cannot be observed because the device is inside a white container. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6., h.10.